Manufacturer narrative:
(B)(4): final analysis of the pump reported high s2 battery resistance. The battery resistance waveform test showed a high resistance of 1440 ohms.

Event description:
The pump was explanted due to an elective replacement indicator (eri), normal battery depletion. There were no adverse events and the pt recovered without sequelae. The pump infused dilaudid 30 mg/ml, 7.397.